Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing persistent hyperglycemia after approximately 24-36 hours of pod wear on the leg despite administering multiple correction boluses. No specific blood glucose levels were reported. Upon removal of the pod, the patient observed significant insulin leakage, noting that the adhesive and underside of the pod were wet with insulin. The patient reported that the pink slide was visible at the time of pod application and that the adhesive initially adhered well. The pink slide was no longer visible upon pod removal. The patient did not observe anything unusual with the cannula at the time of insertion and was unable to recall whether the cannula was properly inserted when the leaking was later noticed. The patient reported feeling less of a pinch during cannula insertion compared to prior pod use; however, this was attributed to the leg placement rather than the arm.